Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient felt palpitations due to inappropriate hv therapy. It was noted that the rhythm was misdiagnosed as vt when the patient was in an atrial tachycardia. Programming changes were recommended; device remains implanted. No further information available.